Event description:
The user facility reported that the smart card failed to read in the base unit. When the smart card was placed properly, the dislplay read that the card was put in the wrong direction. Another catheter was placed and the catheter worked as expected. There was no patient injury reported. The bolt had to be placed twice as it came loose in the first hole. This was reported in the MDR# 9617494-2005-00022.

Manufacturer narrative:
An investigation has been initiated based on the reported information.